Event description:
The facility's biomedical technician reported an infusion pump with an 812:02 failure code. Information was requested by baxter regarding whether or not the incident occurred during patient use or during biomed testing and whether there has been a report of any patient incident involving this pump since the last baxter service event, but no additional information was available. Additional contact information was requested but no additional contact was identified.